Event description:
It was further reported that the patient originally presented with syncope, in which the diagnosis of oversensing and lead fracture were determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 556853 lead, implanted: (B)(6) 2000.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing resulting from a lead fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).